Event description:
The plaintiff's attorney alleged that the decedent fell unconscious, after receiving the product during dialysis treatment, and was hospitalized on life support on the same day. The plaintiff's attorney further alleged that the decedent passed away from cardiac arrest, two days after being placed on life support, and that the product "injured decedent's bodily organs" during dialysis causing death.

Manufacturer narrative:
This is one of two device reports associated with this event.